Event description:
It was reported by the territory manager that the charging port of the pump was damaged, making it difficult to connect the cord. There was no adverse impact to the customer's blood glucose level. The customer, who was out of warranty, is in the process of obtaining a new device, and no further troubleshooting was required.